Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings:the basal change history for 2017-05-09 appears to not match the active basal program due the user manually clearing the basal program resulting in an eaw244- clearing basal alert at 19:29. Pump ran on 0.00u basal program until (B)(6) 2017 at 06:22 when basal program 1 was manually reentered in the pump. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No clearing of the basal program was duplicated during this time. The display screen has a pinkish contrast. Battery compartment is cracked on the side from threads to cover. Cover crack observed between corner of display lens & case seal.